Manufacturer narrative:
This event met MDR reporting criteria on 9/29/2017 when the product analysis discovered the coil was stretched. Procode d2b: krd/hcg. (B)(6). Conclusion: a non-sterile og cmplx xtrasoft coil 3x8 was received coiled inside of a pouch. No damages were noted on hub. The hypotube was inspected and it was found kinked at 25.5 and 150 cm from the proximal end of hub. The introducer was received un-zipping and it was found kinked. The support coil was received outside of the introducer and it was without damage. The gripper and embolic coil were received outside of the introducer. The gripper and embolic coil were inspected under vision system; no damages were noted on the gripper while the embolic coil was found stretched. The functional test could not be performed due to that the introducer was found kinked. A review of the manufacturing documentation associated with this lot 17415140 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The re-sheathing issue was confirmed. The failure experienced by the customer appears was due to the kink condition on the introducer. The damages noted on the received device were apparently caused by applying excessive force on it, but it could not be conclusively determined. However, the analysis suggests that the failure reported could not be related to the manufacturing process. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Handling and procedural factors may have contributed to this condition. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, two orbit galaxy coils (640cx0308/ 17415140 and 640cf0620/ 17270251) both had re-sheathing problems during the procedure and product analysis found that lot 17415140 was stretched. The physician used another same size coils and the procedure was successfully completed. There were no potential adverse events. It was reported that the devices would be returned for analysis.